Event description:
Teleflex medical customer service in another country, reported an end-user alleges the staplers are blocked. It is unknown when this event occurred. It is unknown if there was any patient injury or medical intervention necessary. No additional information was available.

Manufacturer narrative:
No patient injury was reported. No results are available at this time. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.